Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that while attempting to recover the drawer, it displayed the message 'maintenance required'. A field service engineer examined the cables on the back panel, disconnected the power cycle, powered down the system, and successfully reconnected everything. The system functioned as intended after a field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and a device was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.